Event description:
It was reported that the device was at elective replacement indicator (eri) within the warranty period. It was noted that the device had high outputs due to physiologically necessary high thresholds on the left ventricular (lv) lead. The patient presumed the device would last longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analysis revealed normal battery depletion.